Event description:
Note: date of the event is unknown. It was reported to boston scientific corporation in 2008 that a button replacement gastrostomy device was placed during a procedure (patient age, gender, and weight unknown). According to the complainant, there was fluid leakage between the connector and the button shaft within approximately 3 months post-placement. A replacement procedure was completed with another button replacement gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. Visual examination of the returned device found residue was covering the inside of the button dome, the backflow valve and the feeding shaft. The lid area of the feeding shaft had a small amount of residue build up. During evaluation the fit between the lid and the shaft was checked. The lid fit the shaft properly but the residue built up prevented a seal between the lid and the feeding shaft wall. No other problems were found on this device. The customer complaint was confirmed. The cause of the reported malfunction is likely attributable to operational context since it appeared that nutrition and/or medication was allowed to set underneath the back flow valve caused by the end user not properly flushing the device. This allowed nutrition and/or medication to seep back up into the feeding shaft and prevented a seal between the lid and the shaft.